Event description:
On 3/8/93 bone graft with metal instruments removed. On 2/6/92 metal instrument placed in rptr's back. A lot of pain still persists. Two of the screws were broken. Rptr has constant back pain and pain in both legs and feet. Feet burn. Rptr can't stand over 10 minutes in one place. Rptr gets no sleep at night. (*)